Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event can be confirmed as products were returned and anchors were fractured. Visual inspection of the two returned inserters confirms that the two peek anchors are fractured. The returned inserters are conforming to the prints. The pully weldment on both inserters are bent. No measurements of the anchor were taken due to them being fractured in the center. No other damage is noted on the inserters. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that when impacting the anchors, the tips fractured off. All pieces were removed and additional anchors were used to complete the procedure.attempts have been made and additional information on the reported event is unavailable at this time.